Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery because they changed the reservoir and infusion set and got a notification that the reservoir was empty in just an hour and the reservoir was really empty. The customer also mentioned that they experienced low blood glucose level and had been using the insulin pump system within 48 hours of low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.